Manufacturer narrative:
The insulin pump alarmed with a button error, followed by intermittent arrow button response, due to corroded keypad traces. The device powered up properly after battery installation and was received with operating currents within specifications. No failed battery test alarms were noted. The insulin pump was also received with a cracked case at display window corners, minor scratches on the lcd window, a stained end cap sticker, and a broken reservoir tube lip.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling on their own. Upon removing and reinserting the battery, a failed battery test alarm was received, and later, a button error alarm. The customer's blood glucose was 176 mg/dl. No significant events leading to the incident were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.